Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for device pullout as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the correct insertion of the arteriotomy locator into the sheath with a proper click and the seat of the dilator was checked. Insertion of sheath and dilator via the enclosed wire without any problems. Attachment of the carrier system without any problems. Retracted until the carrier system engaged. There was slow retraction of the entire system. No resistance was felt on the inner wall of the vessel. The system can be pulled out completely without an anchor or collagen being visible. The puncture site was manually depressed. All steps were carried out properly. The patient had no adverse effects. The removed system was cut open distally to check whether the anchor and collagen were still in the system, and they were. Additional information was received on 02may2025: the procedure for the patient prior to the use of the angio-seal device was a percutaneous transluminal coronary angioplasty (ptca). A 6fr procedural sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The patient was stable and there was no blood loss.